Event description:
Possible contamination of allograft or allograft bone kit with aspergillus fumigatus. Patient received allograft on (B)(6) 2022. Returned to the operating room on (B)(6) 2022 for exploration of wound and wound vac placement, aspergillus found on wound culture. Patient again returned to operating room on (B)(6) 2022 for wound cleanout, bone graft from patient's r iliac crest. Or(operating room), ventilation ducts and connected operating room suites underwent air testing once aspergillus was found and testing was negative. Operating room and connecting suites tested again after and again testing negative. Also checking with local facilities for possible aspergillus infections as another patient in the facility with similar surgery has aspergillus infection during the month of october. Surgery was not on same day but in same month with the same allograft devices used.